Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tka, a surgeon could not connect trackers (6003-024-000 & 6003-034-000) to the reported alignment handle. Because, the connect part of handle was too thick. It was reported that they were able to attach handle properly with a different pin or mechanical adapter.

Manufacturer narrative:
The event type associated with this device was further reviewed by a health care professional on 10/20/2017. The clinicians' assessment of the event confirmed that, "inability to use the tracker would result in conversion to non-navigated surgery. Since outcomes are similar for navigated and non-navigated surgery; there is no harm to the patient¿ therefore this event is being deemed not reportable.

Event description:
It was reported that, during a tka, a surgeon could not connect trackers ((B)(4)) to the reported alignment handle. Because, the connect part of handle was too thick. It was reported that they were able to attach handle properly with a different pin or mechanical adapter.